Event description:
Tonsil tip ignition.

Manufacturer narrative:
The facility returned the device for evaluation. Once the investigation has been completed, the manufacturer will file a follow-up report. The manufacturer contacted the physician twice for additional information regarding the incident but has not yet received a response.